Manufacturer narrative:
One bipolar pacing catheter with an attached monoject volume limited 1.3 cc syringe at gate valve was returned for examination. A string was found to be attached to the catheter body at 34 cm from tip. The reported event of a pacing issue was unable to be confirmed. There was no visible damage or abnormality was observed from the catheter body, balloon, windings or returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for five minutes without leakage. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device was returned and evaluation is anticipated. However, the complaint can not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that after insertion, while attempting to use this swan-ganz bipolar pacing catheter, it was unable to sense or pace. The indicated pulse on the monitor was zero, and it was also unable to adjust the voltage of the external pacemaker properly. The catheter was replaced, and the problem was solved. Information such as what kind of surgery/examination the catheter was used for or if the patient had cardiac conduction defect is unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.